Event description:
On 14/aug/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with two strattice devices on (B)(6) 2018. The patient underwent an ¿incision & drainage of abdominal wall abscess, debridement¿ on (B)(6) 2019. The patient underwent an ¿abscess drainage/incision & drainage¿ on (B)(6) 2021. The patient underwent an ¿incision & drainage¿ on (B)(6) 2021. The patient underwent a ¿non-healing suture abscess, suture removal, abscess cavity debrided¿ on (B)(6) 2021. The form lists the conditions that were treated were ¿open incisional hernia repair (2-layer sandwich mesh repair with strattice and a primary fascia closure); abscess cavity debrided¿ between (B)(6) 2018 and (B)(6) 2018. The patient was then treated for ¿incision & drainage of abdominal wall abscess; debridement¿ on (B)(6) 2019. The patient received treatment for ¿abdominal wall pain; abdominal wall abscess; abscess drainage/incision & drainage¿ on or about (B)(6) 2021. The patient received ¿incision & drainage; chronic abdominal wound infection; suture abscess (suture cut); intubation¿ on or about (B)(6) 2021. The patient also received treatment for ¿non-healing suture abscess; suture removal; abscess cavity debrided; scar tissue removal; wound vac placed¿ on or about (B)(6) 2021. The patient received ongoing treatment for ¿ wound care¿ between approximately 2018-2022. The patient was treated for ¿abdominal pain; wound check; cellulitis of abdominal wall¿ on or about (B)(6) 2021. The patient was seen for ¿primary care; hernia symptoms; abdominal wall pain; abdominal wall abscess¿ between approximately 2017 to present. The patient received treatment for ¿abdominal wall pain; abdominal wall abscess; abscess drainage/ I & d; chronic abdominal wound infection¿ between (B)(6) 2021. The patient was seen for ¿chronic abdominal wound infection; nonhealing suture abscess; post-op follow-ups¿ between 2021 and 2022. The ppf form also indicates that the patient was implanted with two non-abbvie devices, ¿ventralex mesh,¿ on (B)(6) 2016. The devices were revised on (B)(6) 2016 due to ¿excision of old mesh and open ventral hernia repair with suture.¿ the devices were subsequently revised on (B)(6) 2018 due to ¿open incisional hernia repair (2-layer sandwich mesh repair with strattice and a primary fascia closure).¿ the devices were also revised on (B)(6) 2019 due to ¿incision & drainage of abdominal wall abscess, debridement.¿ the devices were revised on (B)(6) 2021 due to ¿abscess drainage/incision & drainage.¿ the devices were also revised on (B)(6) 2021 due to ¿incision & drainage.¿ the devices were also revised on (B)(6) 2021 due to ¿suture removal, abscess cavity debrided, scar tissue removal, wound vac placement.¿ this is the same event and the same patient reported under patient identifier (B)(6), (emdr-(B)(4)). This emdr is being submitted for the suspect product.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.